Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the complaint could not be confirmed or duplicated on investigation. A review of the pump history revealed evidence of a replace battery alarm which was not cleared by the user and subsequently discharged the battery. Evaluation did not find damage to the battery compartment or battery cap; the battery cap was able to be properly secured to the pump. There was no evidence of moisture or contamination within the pump. The pump was exercised for 24 hours without emitting alarms or warnings. No power issues occurred during testing. Unrelated to the complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump unexpectedly lost power while the patient was administering a bolus. The pump would not power on after the power loss. It was reported that the pump had not experienced any unusual trauma, damage, or moisture exposure. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.